Event description:
It was reported to philips that the internal paddles are not working. Further information received indicates that the internal paddles are not delivering a shock. There was no patient involvement. This issue was identified during testing by the customer.